Event description:
It was reported that during a turbinate reduction procedure using a reflex ultra 45 wand, the device function was weak and the wand connector wand was not working properly. After a 30 minute surgical delay, the surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.

Manufacturer narrative:
The subject device is not being returned to the manufacturer, therefore, an evaluation of the device and/or root cause analysis could not be performed. In addition the lot number was not identified/provided; therefore, no DHR search for non-conforming reports could be performed. No material, manufacturing or design issues could be identified as a result. If further information or if the device is made available at a later date this investigation will be reopened.